Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] called and when doing the blender test, (B)(4), she disconnected the o2 and did not get a reed alarm. When she did the leak test she did bubbles on the o2 side indicating a failed leakage test. Will place order for blender. Blender was last changed out in (B)(6) 2009. No pt involvement."

Manufacturer narrative:
Hill-rom (third party service company) did not submit a user facility/importer report to the MFR. The alleged faulty air/o2 blender was rec'd by carefusion on (B)(6) 2010 and routed to the carefusion factory service dept for eval. Once the eval is complete a follow-up medwatch report will be submitted.